Manufacturer narrative:
The defective samples are not being returned for review; therefore a definitive cause of the failure can not be determined (B)(4). A review of manufacturing records was performed and no inconsistencies were identified (B)(4). No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder scope procedure it was reported that the burr shed metal shavings into the joint. A ten minute delay was reported. Additional information received stated that all shavings were removed. A back-up device was available.